Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, the physician noticed that after one pull of solitaire revascularization device through the 132cm large bore 71 catheter (ic71132ug, unknown lot), it does not behave well and is worried the inner lining is stripped or damaged. No patient injury was reported. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the limited information available and without the product available for analysis, the reported customer complaint of ¿coating ¿ delaminated¿ could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, device selection, and the concomitant device, may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly.as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, the physician noticed that after one pull of solitaire revascularization device through the 132 cm large bore 71 catheter (ic71132ug, unknown lot), it does not behave well and is worried the inner lining is stripped or damaged. No patient injury was reported.